Manufacturer narrative:
The received device was fully deployed. Corrosion was visible from the top housing & on the pcb. Upon pod opening, corrosion was observed on bottom battery and mechanism rails. Attempts to download the device by activating the fill sensors & hook switch cups failed. Upon providing external power supply to the bottom battery and middle battery , the device downloaded. Data downloaded from the device showed an 0x40 alarm indicating that the rotational sensor maximum open count exceeded. No time outs or drive stalls were seen but the rotational sensor failed to transition towards the end. Fluid path test was conducted and fluid initially flowed through the fluid path. Due to observed corrosion, leak test was performed by manually occluding the distal tip and rotating the ratchet gear. Fluid was observed to be leaking from an internal tear. The internal tear stopped the delivery of insulin and caused the fluid deposition inside the pod, leading to the observed corrosion. The corrosion and internal fluid caused abnormal rotational sensor readings which triggered the alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 375 mg/dl. The pod was worn on the patient's abdomen for between 4 and 24 hours.